Event description:
It was reported that the gastrointestinal videoscope had a scope communication error code during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover has corrosion. Based on the results of the investigation, and since the error message was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the corroded c-cover was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.